Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: the reported devices were received for evaluation. A visual evaluation showed two insertion devices, two green stay sutures, and one anchor was returned in a single original packaging with the batch number of the complaint on the label. The anchor was not returned on an insertion device. The sutures and anchor have no visible defect. One insertion device has no visible defect. The second insertion devices tip is bent. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a rotator cuff repair, after the insertion site was prepared with a 3.8 mm bone cone and cleared of all debris, the suture of two (2) footprint ultra suture anchors fell off when implanting. The procedure was resumed, after a delay greater than 30 minutes, using an equivalent s+n back-up, in the originally drilled bone hole. No further complications were reported. The patient's status is fine.